Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump fell out of the customer's pocket. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.